Event description:
This is a report of a home patient (hp) who was diagnosed with peritonitis manifested by cloudy drain, abdominal pain and fever. The cause of the peritonitis was a break in aseptic technique, further described as the patient did not wear a mask. The hp was hospitalized and treated with amikacin 12.5 mg and vancomycin 1g and was re trained.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.